Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, received a critical pump error/open book image. Troubleshooting was performed. And explained, the pump performs safety checks and an error was found. The customer reported, no adverse event. The event involved product(s) mmt-1884. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use. And revert to the backup plan, per health care professional instructions. Mmt-1884 was requested. And the customer response was, the device will be returned.

Manufacturer narrative:
Unit received with critical pump error/open book image. P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download history review, the pump detailed trace recorded three consecutive pump error 3 alarms (file number = (B)(4), line number = (B)(4)) occurred on (B)(6) 2024 at 02:33:28.000 until 02:45:00.000. Per engineering troubleshooting guide, it was determined that pump error 3 alarms (file/line= (B)(4)) were triggered since main mcu initiated ipc packet transmission, but motor mcu didn¿t raise the handshake signal within 100 ms timeout. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. The following were noted during visual inspection: cracked keypad overlay, scratched case and keypad overlay peeling. In conclusion, customer concern for critical pump error (open book image) was confirmed due to pump error 3. Pump error 3 was confirmed in the due to hardware issue. Problem isolated to electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.